Event description:
The customer reported that the remote alarm jack on the rear of the ventilator was not retaining the remote alarm cable securely. The ventilator was in use on a patient, and the customer reported there was no patient harm. The manufacturer's service technician was able to duplicate the customer reported problem. The service technician performed system checks and reported when the audible alarm activated on the ventilator, the facility remote nurse call did not alarm. The service technician replaced the main printed circuit board (pcg) to correct the finding. Extended self testing (est) and performance verification testing was completed and all tests passed per operating specifications.